Event description:
A home patient contacted the baxter technical service center regarding a system error 2240 message that appeared on the display of their home choice machine during drain 4/5 of their automated peritonail dialysis therapy. Reportedly, the home patient disconnected and the unit started drain before they returned. The home patient did reconnect to the set-up. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.